Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n108 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n108 shows no trends. Trends were reviewed for complaint categories, tubing leak and alarm #57: return pump (#3) error. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. The customer reported they manually rotated the return pump head assembly while the pump tubing was still installed, resulting in a tubing leak. Section 6-62 of the therakos cellex photopheresis system operator's manual for use with software 5.4 on alarm #57: return pump (#3) error, states "correction action: 1. Press mute to silence the alarm. 2. Remove the obstruction from the return pump (#3) head or stop manual movement of the pump. 3. Inspect return pump (#3) tubing segment for possible damage. 4. Press reset. 5. Press start to continue the treatment. 6. If the alarm continues, contact mallinckrodt for further assistance." The root cause of the tubing leak is most likely due to the operator manually rotating the return pump head assembly with the pump tubing still installed. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. Comp (B)(4), on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #57: return pump (#3) error at the beginning of the ecp treatment. The customer reported they manually rotated the return pump head assembly with the pump tubing still installed, and the tubing began to leak. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer did not return product for investigation.